Manufacturer narrative:
H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during in-service, the electrical remote-controlled tubing clamp displayed alarm ''electronic clamp defective'' on cp5. The customer was unable to clear the alarm. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
Device was sent back to manufacturer: the reported error was not reproduced and the erc clamp was found to work properly. After performing all the functional tests with positive results, unit was returned back to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.